Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that customer experienced hypoglycemia. Customer's blood glucose value was 42 mg/dl at the time of incident and the current blood glucose level was 146 mg/dl. The customer was assisted with troubleshooting. The customer was treated with glucose and juice. The customer stated that the insulin pump was not alarming when customer blood glucose goes low. The customer was on auto mode. The insulin pump will not be returned for analysis.